Event description:
Event verbatim [preferred term] packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success [therapeutic product ineffective], , narrative: this is a literature report for the following literature source(s): "management of internal carotid artery injury during transsphenoidal surgery: a case series and suggestion for optimal management", world neurosurgery, 2022; vol:163, pgs:e230-e237, doi:(B)(6). A 69-year-old female patient received absorbable gelatin (gelfoam), for haemorrhage; factor I (fibrinogen), thrombin (tachosil), (batch/lot number: unknown) for haemorrhage. The patient's relevant medical history included: "nonfunctioning pituitary adenoma" (unspecified if ongoing); "microscopic endonasal tsa surgery" (unspecified if ongoing); "ica was injured by a high-speed electrical dril" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: therapeutic product ineffective (intervention required, medically significant, life threatening), outcome "recovered", described as "packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success". The patient underwent the following laboratory tests and procedures: angiogram: traumatic pseudoaneurysm, notes: was noted in the cavernous segment of the ica; left carotid compression study: ipsilateral anterior cerebral artery was, notes: filled by the a-com artery; 0. The action taken for absorbable gelatin and factor I (fibrinogen), thrombin was unknown. Therapeutic measures were taken as a result of therapeutic product ineffective. The reporter considered "packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected., comment: based on the information currently available, there is a reasonable possibility of a causal association between the reported adverse event therapeutic product ineffective, and the suspect product absorbable gelatin (gelfoam).

Event description:
Event verbatim [preferred term] packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success [therapeutic product ineffective], , narrative: this is a literature report for the following literature source(s): "management of internal carotid artery injury during transsphenoidal surgery: a case series and suggestion for optimal management", world neurosurgery, 2022; vol:163, pgs:e230-e237, doi:10.1016/j.wneu.2022.03.111. A 69-year-old female patient received absorbable gelatin (gelfoam), for haemorrhage; factor I (fibrinogen), thrombin (tachosil), (batch/lot number: unknown) for haemorrhage. The patient's relevant medical history included: "nonfunctioning pituitary adenoma" (unspecified if ongoing); "microscopic endonasal tsa surgery" (unspecified if ongoing); "ica was injured by a high-speed electrical dril" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: therapeutic product ineffective (intervention required, medically significant, life threatening), outcome "recovered", described as "packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success". The patient underwent the following laboratory tests and procedures: angiogram: traumatic pseudoaneurysm, notes: was noted in the cavernous segment of the ica; left carotid compression study: ipsilateral anterior cerebral artery was, notes: filled by the a-com artery; 0. The action taken for absorbable gelatin and factor I (fibrinogen), thrombin was unknown. Therapeutic measures were taken as a result of therapeutic product ineffective. Product quality group provided investigational results on (B)(6) 2023 for absorbable gelatin: conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. UDI: (B)(4). The reporter considered "packing with gelfoam and tachosil was attempted to stop the profuse bleeding from the injured ica, but without success" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected. Follow-up (14dec2023): this is a follow-up report from product quality group providing investigation results., comment: based on the information currently available, there is a reasonable possibility of a causal association between the reported adverse event therapeutic product ineffective, and the suspect product absorbable gelatin (gelfoam).

Manufacturer narrative:
Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.